Manufacturer narrative:
(B)(4).

Event description:
The consumer, via the manufacturer representative, reported they were hospitalized on (B)(6) 2016 with left sided chest pain. The patient had quivering across the left side of their chest and they could not tell if their heart was fibrillating or not. When the device was turned off, the feeling/pain stopped. It was stated that if the patient had left the device on, they would be ¿dead by now, it was that serious.¿ reportedly, the doctor and general practitioner had been ¿suspicious¿ about it/"that thing" for ¿some time.¿ the patient had been to the hospital 2-3 times before (B)(6) 2016 with left sided chest pain. It was noted that in (B)(6) 2015, the programming of the device was comfortable and the patient felt a light pulsating in their lower buttock. At the time of this report, the issue was resolved. No further information was provided. A follow up report will be sent if additional information is received.